Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not fluoroscopy, and the temperature light was on. No pt injury was reported.